Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange from textured to smooth due to the patient's concern with the product. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product /procedure : unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ yellow calcification observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii and exchange from textured to smooth due to the patient's concern with the product. The device has been explanted.